Manufacturer narrative:
The lead is currently not available for analysis. No conclusion regarding the clinical observation can be drawn for the time being. Currently, no supplementary data are available. The case is therefore closed. If additional information should arrive at a later point in time, the case will be reopened, and the investigation will continue.

Event description:
Ous MDR - it was reported that, about 20 years after the implantation, oversensing was noted on the lead and on the associated lead that had been implanted along with it. The lead was left in place actively because it was decided not to perform an intervention due to the advanced age of the patient.